Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The guardian of a patient reported taking the patient to the emergency room at (B)(6) (reporter was unsure of health care provider¿s name) with hyperglycemia on (B)(6) 2025 . The patient's blood glucose levels reached 35 mmol/l (630 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. Insulin was leaking from the pod. Symptoms reported include frequent urination, stomach pain, and headaches. At the hospital the patient¿s ketones were 3.6. The patient was treated with ¿cannula insertion with insulin¿ and manual insulin injections with a pen. The patient was released from the emergency room later that same day. The pod was removed at the hospital and discarded of so is unavailable for return.